Event description:
It was reported that pump displayed malfunction code and associated fault ID, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted distributor, received instructions from technical support to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.